Event description:
It was reported that the patient presented to the hospital with pectoral stimulation. The pulse generator could not be interrogated with a merlin programmer, and did not switch to magnet mode during magnet application.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.